Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she had an error with her infusion set or her reservoir. Customer mentioned high blood glucose. Patient's blood glucose at time of incident was 557mg/dl. Patient's current blood glucose was 125mg/dl. Customer did not want to do any troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.